Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the extension line, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of automated peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the extension line that led to this alarm. No leak was observed. Renal therapy services (rts) helped the patient in clearing the alarm and getting the cassette out. The patient will finish with manual bags. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.